Event description:
The pt reported that the infusion device often displays e4 (occlusion) error and the infusion device was changed 4-5 times. The pt experienced elevated blood glucose of 20 mmol/l (360 mg/dl) as a result. The pt's normal blood glucose range is 5-8 mmol/l (90-144 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device and infusion sets were replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.